Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that when the patient¿s stimulator was turned on, it got stuck at a high amplitude setting, approximately around 10.0 volts. His reported normal settings are between 2-4 volts. His patient programmer was unable to adjust the voltage, so he turned it off, and wanted to meet with a manufacturer representative to troubleshoot. The patient noted a strong comfort level with the patient programmer and his ability to navigate its features. The patient is going to meet with a manufacturer representative on (B)(6) 2017, and the stimulation remains in an off position until that time. The issue was not resolved at the time of the report. No surgical intervention was planned or performed at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-06-06 reporting that a colleague met with the patient on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that impedances were within range. The rep reported that the patient received programmer education and the issue was resolved. No further complications were reported.